Manufacturer narrative:
Expiration date: ni. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an elective explant procedure, the physician noted several lead contacts were separated from the paddle portion of the lead. X-ray confirmed that all contacts were removed from the patient.

Manufacturer narrative:
Additional information was received that once the lead was pulled out, the contacts were separated. The physician is unsure if the contacts were separated prior to the explant procedure or if the removal procedure caused them to separate from the lead.

Event description:
A report was received that during an elective explant procedure, the physician noted several lead contacts were separated from the paddle portion of the lead. X-ray confirmed that all contacts were removed from the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25 serial # (B)(4) description: scs phiii ext 25cm model #: sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm the returned devices were analyzed and the complaint was confirmed. Sc-8116-50 sn (B)(4): six electrode pads from the paddle were missing, and all the remaining pads were dislodged from the paddle. In addition, the lead exhibited typical explant damages. The lead body was cleanly cut during the explant procedure. Several cables were pulled out and exposed in two locations. Sc-3138-25 sn (B)(4): the lead extension was cut during the explant procedure, and the proximal tip was not returned. Several cables were fractured in the distal array. Failure analysis could not determine when and how the damage occurred. Sc-3138-35 sn (B)(4): the lead extension was cut during the explant procedure, and the proximal tip was not returned. One of the cables was fractured in the distal array. Failure analysis could not determine when and how the damage occurred.

Event description:
A report was received that during an elective explant procedure, the physician noted several lead contacts were separated from the paddle portion of the lead. X-ray confirmed that all contacts were removed from the patient.

Manufacturer narrative:
Section other # field is populated with the di number.

Event description:
A report was received that during an elective explant procedure, the physician noted several lead contacts were separated from the paddle portion of the lead. X-ray confirmed that all contacts were removed from the patient.